Event description:
The end user reports circumferential redness under the tan tape collar. She states the redness is due to having difficulty removing the tan tape collar.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.